Event description:
It was reported that the device was hard to fire. It was also difficult to close the jaws prior to firing. There was no pt consequence.

Manufacturer narrative:
Evaluation summary. The analysis results found that the instrument was returned in good visual condition and with a reload loaded in the instrument. The reload was received void of staples and with no damaged to the lockout tab. The firing mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found to be broken. The device closed without any difficulties noted. Although no conclusion could be reached as to how the firing trigger teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.